Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated short battery life and voltage drops. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside and on the underside of the battery cap. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and further evidence of moisture ingress was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. Evidence of moisture ingress was also allegedly visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.